Event description:
The cervios pref implant during the implementation to the disc space has split into 2 parts. The implant was attached correctly on the implant holder. The surgeon performed ot as usual, without any mistakes.

Event description:
It was reported that the implant snapped off in two pieces. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned and the event was confirmed. The investigation results revealed that the cervios chronos cage got broken and split in half. The failure line goes through the smallest cross section at the weakest part of the implant. Therefore, we do suppose that far too much mechanical force, possibly hammering on the implant holder has caused the breakage of the implant. All measurable dimensions were checked and found to be in compliance with the technical drawings and ao/asif specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. The investigation evidence revealed that far too much mechanical force, possibly hammering on the implant holder has caused the breakage of the implant. Thus, the device failure is related to the conditions of use and operational context contributed to this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.